Event description:
On 11/15/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak soft anchor bent during insertion. A second ar-3636 1.8 knotless fibertak soft anchor was opened, and it tension tightly prematurely, surgeon could not advance the anchor. This was discovered during a procedure on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.